Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint the pump rang off for low volume, while checking the syringe it was found to be slightly wet could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that precedex pump rang off for low volume, while checking the syringe they noticed it was slightly wet. The pump was caked with what looked like old (slightly dried fluid, (very sticky). They followed the med lines back and those looked good. Also, the PICC peripherally inserted central catheter itself looked good. This event occurred at a hospital. There was patient involvement.